Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator has fallen of a pendant. When the unit is turned on, it failed the pre-use test. There was no patient involvement. (B)(4).